Event description:
It was observed that during the device evaluation, the insufflation unit exhibited crack at the front panel air outlet and gas leakage from the secondary pipe caused by poor. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we surmised that gas leaked due to a failure of the tube component called electro-pneumatic proportional valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.